Event description:
It was that the patient was transplanted. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. No device related issues were reported by the account and a direct cause for the patient's reported transplant could not be conclusively determined through this evaluation. The account reported that the patient underwent heart transplant on (B)(6) 2021. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and the device has not been returned to date. If heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Although no device-related issues were reported, the IFU lists all potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.